Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the peg tube was being pulled through the stoma site, the wire on the end of the tube broke. The physician was able to secure the tube and pull it into place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.